Event description:
Patient reported the new pump they received on (B)(6) 2026 is not working properly and leaving liquid after infusion is complete. Pt stated less liquid left after (B)(6) 2026 infusion but maintenance pump dose not leave any liquid. Pt states they had 20ml overfill. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if pump is available for possible return. Unknown if md is aware. Dose/amount: hyqvia kit - 40gm. Hyqvia kit indication: immunodeficiency with predominantly antibody defects, unspecified; other immunodeficiencies with predominantly antibody defects. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Unknown. Is device associated with event available for return? Unknown.